Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
In an attempt to manage the patient¿s wound post-operatively, on (B)(6) 2015, the patient underwent a pocket revision to improve the pocket site comfort. It was indicated that the patient had been experiencing a fever and redness at the pocket site. As of (B)(6) 2015, the patient was doing well. The device system had been used to deliver morphine.